Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Gtin unavailable, product made prior to gtin compliance date. The 3.5mm/2.7mm t-plate/7 holes 85mm-veterinary (p/n: 242.887, lot #: 4779329) was returned and received at us cq. Upon visual inspection, the device was observed to be bent. No other issues were observed with the returned device. The complaint condition was not confirmed even if the device was received bent for the 3.5mm/2.7mm t-plate/7 holes 85mm-veterinary (p/n: 242.887, lot #: 4779329) as all the indications showed that the device met its mechanical properties, raw materials requirements. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 242.887, synthes lot # 4779329, supplier lot # na, release to warehouse date: 04 jun 2004, manufactured by synthes (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that on an unknown date, two (2) 3.5mm/2.7mm t-plates were easily bent during a testing procedure. There was no patient involvement. This report is for one (1) 3.5mm/2.7mm t-plate/7 holes 85mm-veterinary. This is report 1 of 2 for (B)(4).